Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that there was air ingress while manipulating the cryoablation catheter within the sheath. The cryoablation procedure was completed and there were no patient symptoms or complications related to the event.